Manufacturer narrative:
(B)(4). Batch #282a23. Additional information: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the third photo shows a blue reload from batch # 282a23 and one driver can be seen loose. The second photo shows a blue reload from the top view with the sled in the home position (unfired) and two drivers can be seen out of position. The event described is confirmed, however no conclusion or root cause could be determined. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired with 3 double drivers out of position, 7 double drivers missing, and 1 single driver missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from the right side. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the surgery, open the packing , and the staple drivers has been up. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.